Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone 14.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 1,000 mg/dl. An ambulance as called to transport the patient to the hospital. The patient reported that their pod has expired and they did not place a new one. The patient stated that there was no issue with the previous pod and after it had expired they failed to place a new one, which led to emergency medical treatment being required. Symptoms reported include vomiting, night sweats, diarrhea, overall not feeling well and confusion. The patient as diagnosed with grade d esophagitis, 2 ulcers, diaphragmatic hernia, umbilical hernia, dka and kidney failure. The patient had an upper gi procedure and was provided oxygen, and received fluids as treatment. The patient spent 5 days in the intensive care unit (ICU) and was released on (B)(6) 2026.